Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The white, tensioning suture is broken and frayed, confirming this complaint. This suture is designed to withstand extremely high force and is not easily broken by hand. Since snaps were not used, the probable root cause is using a like device or rubbing suture on any sharp edge while tensioning. A sharp edge would create a stress point in the suture, causing it to fray and break. A batch record review for the finished good lot was conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot released to distribution. At this point in time no further corrective action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the white suture ripped apart on the rigidloop adjustable cortical implant. According to the report, the event occurred when the surgeon tried to tension the loop and the button was pulled through the femoral tunnel. It was further reported that the surgeon was able to remove the graft as well as button and use another rigidloop adj. Which worked as it was supposed to. It was reported that the size of the graft and the tunnel were both 8mm. It was reported that the suture break outside of the joint space. It was reported that the surgeon was pulling the suture by hands. It was reported that the procedure was extended by ten minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.